Event description:
It was reported that the customer experienced a cgm error 42 related to their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a complete pump reset, and the issue was resolved as the pump did not display the error code again. The customer successfully started a new sensor session.